Event description:
An olympus endoscopy support specialist (ess) reported on behalf of the customer, that two patients exhibited an infection of the same organism after a bronchoscopy procedure. The customer was looking to test the bronchoscope (subject device) to ensure it was not transmitted by the scope. This report is for the first patient (patient identifier (B)(6)). The bronchoscopy was performed on (B)(6) 2022. The patient had a diagnosis of atypical pneumonia. The patient was admitted to the hospital after the procedure and was discharged the next day. The patient tested positive for stenotrophomonas maltaphilia and haemophilus influenza in the same culture. The facility reviewed all bronchoscope procedures performed between (B)(6) 2022, and 30 bronchoscopies were performed in that timeframe, where the scope in question, as well as all other scopes, were used, and no other patients had the reported organism. The second patient is being reported on the medwatch with patient identifier (B)(6).